Manufacturer narrative:
G4: PMA/510k # :exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncompass nitinol tipless stone extractor would not close properly during an unspecified procedure. The upper part of the device "where it is directed to open and close" has a small crack and bends. The device was able to be used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, an ncompass nitinol tipless stone extractor would not close properly during an unspecified procedure. The upper part of the device "where it is directed to open and close" has a small crack and bends. The device was able to be used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of, complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions and quality control procedures, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found one non-conformance, involving six devices with the same failure as the complaint device. The six devices were scraped. No cause was determined for either the nonconformance devices nor the complaint device. It is not possible to determine if the nonconformance devices and complaint device had a related failure mode. All basket are inspected multiple times for functionality and damage during manufacturing an quality control checks. All devices from the lot that were shipped to customers passed the inspections. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no confirmed related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that the device was made to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. There are multiple possible causes for the reported issue of the basket not closing correctly. It was also reported "that the upper part where it is directed to open and close has a small crack and bends." It is likely the device was damaged in some way that prevented the basket from functioning. The cause and location of damage was not provided. Without the complaint device available for investigation, cook has concluded a specific cause of the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.